Manufacturer narrative:
H3) the panel bracket was returned for analysis. Functional testing determined that the panel was malfunctioning causing the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000424, serial/lot #: none, ubd: , UDI#: h3) the manufacturer representative went to the site to test the imaging system. The rear connection panel was replaced. The imaging system was checked out. There was damage noted to the gantry door cover. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the connector was broken. The site stated that they broke the connector of the second pendant. They were able to restore the plug of the system for the time being. Someone had clung to the cable, loosening the connector screws. One had broken off and was still partly in the connector. The other was completely ripped out. With a slightly longer screw they were able to fix the connector back on the chassis. No patient was present at the time of the event. Additional information was received stating that the site used a second pendant to continue. The connector being broken did not affect the system. The pendant was not able to be used.